Event description:
The ventricular lead was defective. The stylet used to guide the lead did not fit the inner cannula. The inner cannula of the lead was torn by the stylet. The patient was discharged the next day and is doing well.